Event description:
Terumo medical received reported information indicating that a peripheral angiogram was performed by a vascular surgeon in an office-based laboratory (obl). It was reported that all procedural steps were followed correctly. During the attempt to seat the footplate on the arterial wall, the footplate did not engage as expected. Upon removal of the device, it was observed that the footplate had not deployed from the sheath. Manual pressure was applied to achieve hemostasis. No hematoma or substantial blood loss was reported. The patient was reported to be in stable condition.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube, and polyfoil pouch. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the distal tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. The complaint can be confirmed for a nondeployment device pullout. The returned device was used and was able to successfully deploy the anchor, collagen and tamper tube. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hbrt.